Manufacturer narrative:
(B)(4)

Event description:
It was reported noise was detected on atrial chanel during a follow-up appointment. The physician decided not to do anything since the patient is in good condition.